Event description:
It was reported that one day post implant, the device exhibited <200 ohms impedance. When the pocket was opened, blood was found in the lead terminal pin as well as in the connector of the pulse generator. The connector and the lead were cleaned and the lead was repositioned. Monitoring will continue.